Manufacturer narrative:
This right ventricular (rv) lead was reportedly retained by the explanting facility and has not been returned. This report will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to pacing impedances greater than 2000 ohms and high capture thresholds. No additional adverse patient effects were reported. The patient's pacemaker remains in service.